Event description:
A pt reported experiencing inaccurate erratic results with a otb meter. The pt's blood glucose results were hi, 134, 147mg/dl. Tests were done within 10 mins with a difference of >20% per reported issue notes. Pt did not experience any adverse events. No further info has been reported.